Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "high", however, a bg value was not provided. In addition, customer had high ketones. A manual injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.